Event description:
Customer reported to olympus that during a procedure the main lamp on the evis exera iii xenon light source went out and the spare lame came on and gave an e102 error code. The procedure was completed using a different device and there was no harm to the patient.

Manufacturer narrative:
D2: additional procodes fds, fdf. The device was not returned to olympus for evaluation. Troubleshooting was performed to ensure heat sync grease was applied properly. Verified that an olympus lamp was not in use and instructed to obtain an olympus xenon lamp part number maj-1817. A supplemental report will be submitted if any additional information is provided by the user facility. Three attempts were performed to obtain additional information, but no response was received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.